Manufacturer narrative:
This event occurred in (B)(6). The alarm traces showed a high number of "abnormal sample aspiration" alarms. The field service representative checked water quality, rinse nozzles, cell blank water, checked and adjusted probe rinses, and checked sample and reagent probe adjustments. He cleaned the probes and the water reservoir and replaced the degasser tank. He also checked and adjusted the gear pump pressure. He found an issue with the gear pump pressure as the sample probe was not rinsed properly, which caused a carry over. He performed calibration and qc. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable calcium results for 1 patient sample on a cobas 6000 c501 module. The initial result was 13.3 md/dl. The repeated result was 13 mg/dl. This result was reported to the patient's doctor. The doctor requested a reflex test and for the sample to be repeated. The customer stated calibration failed after the first repeated result. Calibration was acceptable before the sample was repeated again. The repeated results were 9.4 mg/dl and 9.4 mg/dl. The reagent lot number is 482216. The expiration date was requested but not provided.